Event description:
Per the clinic, the patient experienced a recurrent infection at implant site and subsequently was treated with IV antibiotics (specific date and duration not reported). The patient also experienced an extrusion of receiver/stimulator at the implant site. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on february 23, 2024.

Manufacturer narrative:
It was reported that the patient experienced a skin infection at the implant site and was treated with intravenous antibiotics. However, the issue could not be resolved, and the device was subsequently explanted on (B)(6) 2025. It is unknown if there are plans to re-implant the patient as of the date of this report.

Manufacturer narrative:
Device analysis report attached.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on february 23, 2024, was filed inadvertently. There is no recurrent infection and no IV antibiotics was administered. This report is submitted on march 20, 2024.